Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to sensing integrity counter (sics), and high rate nonsustained episodes with the right ventricular (rv) lead. The rv lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.